Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty (ptca) procedure, stent dislodgement occurred. The target lesion was located in the left circumflex (lcx). A 2.50x38mm promus element stent was implanted in the left anterior descending (lad) artery. While preparing a 2.25x24mm promus element stent to be implanted in the lcx, the physician noticed that there was no stent mounted on the balloon catheter. A 2.25x20mm promus element stent was used to complete the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and visual examination noted that the stent delivery system was only returned for analysis, the stent was not returned. Microscopic examination of the returned balloon noted some crimping indentations were visible on the profile of the balloon indicating that the stent had been crimped on the balloon. No further damage was noted on the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty (ptca) procedure, stent dislodgement occurred. The target lesion was located in the left circumflex (lcx). A 2.50x38mm promus element stent was implanted in the left anterior descending (lad) artery. While preparing a 2.25x24mm promus element stent to be implanted in the lcx, the physician noticed that there was no stent mounted on the balloon catheter. A 2.25x20mm promus element stent was used to complete the procedure. No patient complications were reported and the patient's status is stable.